Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion procedure at l5-s1 to treat degenerative disc disease with the implantation of synthetic interbody cages and rhbmp-2/acs. The patient has developed increased back and leg pain since the surgery requiring increased doses of pain medication. No additional information was provided. Update (B)(6) 2012: implant date: (B)(6) 2010. The patient underwent an alif at l5-s1 with rhbmp-2/acs, a peek interbody device (14x23) and no rods or screws. The date of the onset of pain is not known. Currently, the patient has complaints of: ''diffuse back pain'' lower back and buttock pain. A CT showed ''inflammation'' at facets with spinal stenosis throughout spine. The patient is currently receiving pain management options {medications, injections}. Per the patient, her physicians have said that her pain was not related to the infuse, but the patient does not agree.

Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion procedure at l5-s1 to treat degenerative disc disease with the implantation of synthetic interbody cages and rhbmp-2/acs. The patient has developed increased back and leg pain since the surgery requiring increased doses of pain medication. Currently, the patient has complaints of 'diffuse back pain' lower back and buttock pain. A CT showed 'inflammation' at facets with spinal stenosis throughout spine. The patient is currently receiving pain management options including medications and injections. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.